Event description:
It was reported the cord is damaged and wires are exposed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. During evaluation, the reported issue of exposed wires is confirmed; the probe¿s cable sleeve is pulling away from the strain relief, no exposed wires were found. The root cause of the probe¿s cable sleeve is pulling away from the strain relief due to an adhesive failure.

Event description:
It was reported the cord is damaged and wires are exposed.